Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator changeout. Prior to the procedure, it was noted that the patient's left ventricular (lv) lead exhibited a sensing issue which resulted in bad signal morphology. The lv lead was capped and replaced on (B)(6) 2021. The patient was stable.